Event description:
It was reported the pt experienced ineffective stimulation due to a autoreduction which was resolved with the reprogramming at the time. However, the issue reoccurred. Diagnostics revealed invalid impedances on the lead. The sjm representative was able to capture only partial coverage with reprogramming. At the time no intervention is planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.